Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd flashback blood collection needles the ¿nurse put the device on to the holder when preparing to use on patient. The device then broke into two separate pieces.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample and a photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for breakage of the np (non-patient) end of the needle with the incident lot was observed. Additionally, evaluation of the customer sample was performed and breakage of the np (non-patient) end of the needle was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo, the customer¿s indicated failure mode for breakage of the np (non-patient) end of the needle with the incident lot was observed. Additionally, evaluation of the customer sample was conducted and breakage of the np (non-patient) end of the needle was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.